Event description:
It was reported to philips that system was not booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse determined that the hard drive was defective and replaced it, but the system was not able to push software. The fse worked with national support specialist (nss) and determined that the sbc had failed. The fse replaced the sbc, but the issue persisted. Upon further analysis, the fse found that the cfsib_hb and the sib_x-hb were not receiving power and required replacement, but the customer declined the repair process and preferring to replace the room. After this, no further action performed by philips. The codes were updated based on the investigation outcome.